Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing, as noted in the electrograms (egms). The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.